Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had reservoir compartment cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.